Manufacturer narrative:
(B)(4). Serial number: (B)(4). Software version: 3.8.5. Color: pink. Battery life remaining: <8 months. Per visual inspection: missing injection foot. Customer reports: reporting that at the end of the plunger, disc just come off. Unit paired successfully to commercial app. Inpen received with leadscrew fully re-wound. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. However, inpen received with broken off / missing injection foot. The injection foot is a snap-fit component and can be removed with lateral force. In conclusion: missing injection foot can affect insulin delivery. The customer complaint of missing injection foot was confirmed.

Event description:
Information received by medtronic indicated that the inpen black screw cap was missing, broken off. Customer stated that dose dial was not slipping and dose dial was not misaligned. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.